Manufacturer narrative:
The investigation reviewed the last calibration performed on 06-jan-2024; the results were within specifications. After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received questionable ise indirect na for gen.2 results from one patient sample tested on the cobas 8000 cobas ise module (double). The reporter stated they received ion-selective electrode (ise) noise errors and alarms. The initial result was reported outside of the laboratory. The physician questioned the result prompting the rerun of the patient sample. The initial na result from the module's ion-selective electrode (ise) 2 was 132 mmol/l. The repeat result from ise 1 was 126 mmol/l. The repeat result was deemed correct.

Manufacturer narrative:
The electrode lot number and the expiration date were requested but not provided. The field service engineer (fse) inspected the module and determined the event was caused by the vacuum nozzle that had worn flat and the mixing vessel that was not emptying. He then replaced the vacuum nozzle and decontaminated the ion-selective electrode (ise) unit. The investigation is ongoing.